Manufacturer narrative:
In response to FDA report number mw5087740. The events of seroma-late, lymphoma-alcl, and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. The reason for reoperation is patient death related to diagnosis of right side alcl presented as seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported a patient death related to diagnosis of right side alcl presented as seroma. Histopathological markers were provided as cd30 positive and alk negative. Status of the device is unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Upon receipt of additional information from the reporter this report is for a non-allergan device. Manufacturer of the device was noted as "cereplas".

Event description:
Health professional reported a patient death related to diagnosis of right side alcl presented as seroma for a non-allergan device.